Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what reloads were used during procedure and on what structures? Echelon 45 white. When did the bleeding occur? Was it post-operative? Patient in the first pod. How was the bleeding identified and addressed? Conservative management and blood transfusion (15 points of blood loss and 4 units of transfusion). Were there any issues with staple performance in initial procedure? A bloody stapling line in all firings only in patient 1 , patient 2 and 3 uneventful. What is the current patient status? The patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2016 pt info; relevant tests/lab data, other relevant history: information asked for but unknown or not provided during initial contact. Model and lot #; evaluation info: information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what reloads were used during procedure and on what structures? When did the bleeding occur? Was it post-operative? How was the bleeding identified and addressed? Was the bleeding intraluminal or intra-abdominal? Was there any issue with device performance in initial procedure? What is the current patient status?

Event description:
It was reported that during a gastric bypass with a roux-en-y procedure, there was bleeding in the staple line. The patient needed a blood transfusion and had been hospitalized during five days because of this bleeding. Sobresutura held throughout staple line with pds 3-0 suture.